Event description:
A doctor reported that the system was not working properly during surgery. This caused a 30 minute delay, during which the pt remained under general anesthesia. The surgery was completed on the same day and there was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).